Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification handpiece does not give torsional energy. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found that the handpiece did not meet product specifications. The phaco handpiece was manufactured on november 7, 2017. Based on assessment, the product met specifications at the time of release. The testing found that the phaco handpiece was able to provide torsional energy, although it did not meet product specifications. Therefore, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the system was restarted several times to resolve the issue. No patient impact.